Manufacturer narrative:
Our quality engineer inspected the 10 opened samples and 9 photos submitted for evaluation. The reported issue of leakage past stopper was confirmed upon inspection of the samples. Analysis of the sample photos showed that there is solution between the syringe rubber stopper ribs or is over the syringe rubber stopper ribs. Analysis of the physical samples showed that there were no defects or imperfections on the samples, however. Bd determined that the cause of the failure was likely attributed to misuse of the products. From the photos the syringes were labeled as "refrigerate", "frozen" fridge once". These syringes are not designed to be used to store refrigerants, or to freeze drugs. Doing so is off label use of these products. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and these batches meet our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
Could you please share the address of the facility ? Our address is (B)(6). Is there any delay in procedure due to this incident? No delay. Is there any damage to the shelf-carton box? No damage. Is there any crack or damage at the luer connection? No crack. Is the damaged 33 syringes are from same lot# or from different lot#? They are from two lot numbers, the ones listed above.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 20ml ll tip conv pak leaked the following information was provided by the initial reporter: it was reported by the customer that they have 33 out of 150 syringes had issues. The black seal rings look to be defective, product is leaking in between the two rings or out of the syringe entirely the black seal rings look to be defective, product is leaking in between the two rings or out of the syringe entirely . Also with lot number 3333318 serial (B)(6). Verbatim: rcc received a complaint via phone. Pir attached. 33 out of 150 syringes had issues. The black seal rings look to be defective, product is leaking in between the two rings or out of the syringe entirely 33 out of 150 syringes had issues. The black seal rings look to be defective, product is leaking in between the two rings or out of the syringe entirely . Also with lot number 3333318 and serial (B)(6).

Manufacturer narrative:
Our quality engineer inspected the 10 opened samples and 9 photos submitted for evaluation. The reported issue of leakage past stopper was confirmed upon inspection of the samples. Analysis of the sample photos showed that there is solution between the syringe rubber stopper ribs or is over the syringe rubber stopper ribs. Analysis of the physical samples showed that there were no defects or imperfections on the samples, however. Bd determined that the cause of the failure was likely attributed to misuse of the products. From the photos the syringes were labeled as "refrigerate", "frozen" fridge once...". These syringes are not designed to be used to store refrigerants, or to freeze drugs. Doing so is off label use of these products. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and these batches meet our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
Na.